Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of event was unknown. It was reported that the patient was hospitalized on the same day as the event onset and was treated with vancomycin injection (1 g, start dose, route and frequency not reported), intraperitoneal (ip) amikacin injection (500 mg as start dose followed by 100 mg, ongoing, frequency not reported) and ip meropenem injection (1 g in one bag, ongoing) for the peritonitis. At the time of this report, the patient recovered from the events. Pd therapy was ongoing. No additional information is available.